Event description:
It was reported that a customer experienced an issue with a pump battery not charging. There was no information provided about the impact on the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.